Event description:
It was reported that the freestyle libre 3+ sensor linked to an ilet system became unavailable for over an hour and the app would not rescan the sensor despite phone restarts and app reinstallations, resulting in a persistent red x during attempts to rescan. Symptoms included none reported. Outcomes included no alerts or alarms and no need for medical evaluation. Investigation included phone-based troubleshooting, app reinstallation, device restarts, and user education. Investigation of this case revealed a scan error consistent with a sensor communication or pairing failure that did not resolve with standard corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was a sensor scan malfunction due to a device or component performance issue.